Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was less responsive also harder to press. Customer's blood glucose value was unknown. Customer stated that sometimes the button had to press twice also insulin pump had lost time and date settings after battery change. Customer stated that insulin pump had rejected new battery. The device will not return for analysis.